Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory; product ID neu_stylet_acc, product type accessory; product ID neu_stylet_acc, product type accessory; product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the stylet kept bending and would not fully recede into the lead. A different lead kit was used. No patient symptoms or injury were reported.

Manufacturer narrative:
Analysis of the lead (lot# va08vpt) revealed no anomaly. Analysis of all four stylets revealed no significant anomaly but it was noted all of them were bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.